Event description:
An analysis was performed on the returned handheld serial cable, and the reported allegation was verified. Visual analysis of the serial cable verified that the cable was pulled out of the transceiver case strain relief. Also during testing, it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with three broken wire connections to the transceiver pcb. Once the wires were soldered back onto the transceiver pcb, the serial cable was able to establish communication between the handheld and wand. The cause for the reported allegations are most likely associated with mishandling of the device.

Event description:
It was reported that the epileptologist had a frayed serial cable for his handheld device and that he was unable to use his programming system in multiple patients. The programming wand was tested with a programming tablet and confirmed to be functioning properly. The frayed serial cable has not been returned to date.

Event description:
It was reported that the handheld serial cable was returned. The product was received for analysis. However, analysis has not been completed to date. Good faith attempts to obtain product information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.